Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was experiencing what sounded like muscle twitching on their left side. It was noted that this was experienced at the lead location and the patient¿s battery was implanted on their right side. The patient had been experiencing this since they had a hysterectomy a few weeks prior to report. It sounded like the twitching occurred more when she sat down than when she was standing. It was stated that the patient was going to make an appointment with their healthcare provider to check their device.

Event description:
This reporter spoke to a doctor regarding a patient who has an enterra device who was just recently in a car accident. The patient was complaining of twitching at the battery site after the accident. Additional information received on 2014-8-27 noted that from visit notes of (B)(6) 2014: the patient's chief complaint was abdominal pain, nausea and vomiting. The patient had a motor vehicle accident about two weeks ago. There was shocking near device on and off since this. The patient was doing better pre-injury in terms of symptoms. Patient had kub (abdominal x ray), which was grossly normal. It was noted malfunctioning ges (gastric stimulator) since injury of motor vehicle accident. Options were being considered. It was noted the patient would stay the night. Visit notes from (B)(6) 2014 noted: the patient was seen again after overnight. The patient was worried about having to take care of her self. There was weight loss 2 pounds in one day. Initial stimulator: on. Initial voltage: 5.0. Initial pw: 330. Initial rate: 14. Initial cycle: on 1 second. Initial cycle: off 4 seconds. Discussion/summary noted that the doctor discussed with patient and husband and also discussed with another doctor the previous night. Plan included heat on abdominal area for inflammation. The patient was unable to tolerate non steroidal medication or aspirin due to gastric discomfort.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).